Event description:
The customer's daughter stated that the customer was hospitalized due to dehydration and diabetic ketoacidosis. The reported blood glucose reading was greater than 800 mg/dl. Troubleshooting was reported and found that the insulin pump's programming had been cleared. It was found that the customer may have rec'd an alarm that cleared the settings. The customer stated that he would reprogram the insulin pump and call back if he required further assistance.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.